Manufacturer narrative:
Results of investigation will be provided in a supplemental report once complete.

Event description:
Catheter was implemented with radiological verification of the catheter placement. Complication occurred 24 hours after insertion. (Perfuso-thorax).